Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, was not provided. If explanted, give date: not applicable as the lens remains implanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient had a cataract surgeries done (B)(6) 2016, and (B)(6) 2017. The patient is reporting that their near vision is now worse then ever, particularly in the left eye which seems to have developed a permanent grey cloud affecting both near and far vision. Patient also stated that their near vision was better prior to the surgeries. The patient expected to be able to read without magnifiers after the lenses were implanted. Patient had follow-up appointments and was told to give it time. Nothing has improved since the lenses were implanted. There has not been any additional surgical or medical intervention since the implants. This report will capture the lens implanted in the patient's right eye which was implanted on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.